Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak had occurred and blood was seen in the helium tubing. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The pump was stopped, disconnected, and clamps were placed on the tubing. The customer stated blood did not travel to the pump. The patient was stable and the customer planned to insert a new iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter, and between catheter and sheath. The inner lumen was found to be occluded. The occlusion was able to be cleared with the guidewire. The extender and pressure tubing were also returned. The sheath was returned, attached approximately 35.5cm from the iab. A visual examination of the product determined the inner lumen within the membrane was completely separated within a kink approximately 26.6cm from the iab tip. A kink was observed on the catheter tubing approximately 53.3cm from the iab tip. Additionally the optical fiber was also found to be broken at this kinked location of 26.1cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing reported problem. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Event description:
It was reported that after 6 hours of intra-aortic balloon (iab) therapy, a leak had occurred and blood was seen in the helium tubing. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The pump was stopped, disconnected, and clamps were placed on the tubing. The customer stated blood did not travel to the pump. The patient was stable and the customer planned to insert a new iab. There was no patient harm or adverse event reported.